Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. Additional information was requested, but not available. It is unknown if the reprocessing was performed in accordance to the instructions for use. The instruction manuals "gif/cf/pcf-290 series: chapter 3 preparation and inspection" and "gif/cf/pcf-290 series: chapter 5 reprocessing the endoscope (and related reprocessing accessories)" identifies verbiage which may have detected and prevented the phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.